Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). When customer power 8015 unit up he gets a black screen with red light next to the system on button and unit keeps peeping. Explain to customer that is call a watchdog error unit has to come in for services repair unit unrestorable. (B)(4). Customer called in for help on 8015 unit get red light by the system on button screen black and unit continues beeping before call in customer had replace battery and lcd display on unit and get the same error. Explain to customer he is getting a watchdog error and unit in unrestorable needs to come in for services repair.